Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was broken in two pieces, and the exposed tip was degraded. According to the analysis, laser fibers are consumable devices and expected to degrade with use. The fiber was functionally tested. The testing conducted identified there was no light exiting the connector face, indicating a connector fracture. Burn marks were also observed on the face of the connector. It is likely that the fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output. This could have led to the connector overheating causing the separation of the fiber body from the connector/heat shrink. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that an error displayed when connecting the fiber. Analysis of the returned device identified a fiber break. The procedure was completed with another device. There were no patient complications.